Event description:
The cement packaging was found to have holes. Two of the packages were opened on sterile field.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.